Event description:
Patient reported pump malfunction. Patient reported during last infusion pump malfunctioned with error stating system time out. Home health registered nurse replaced battery, but pump still timed out. Home health registered nurse was able to infuse patient via gravity, patient did not miss infusion. Patient turned on pump again while speaking with rph and pump started restoring data system timeout. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammagard liq soln - 40gm. Gammagard liq soln indication: common variable immunodeficiency, unspecified. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.